Event description:
A surgeon reported that an intraocular lens (iol) was exchanged due to blurred vision, aniseikonia, anisometropia and refractive surprise. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).